Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) pacing lead exhibited loss of capture. An rv lead safety switch was also observed, however impedance measurements following the lead safety switch were 500 ohms in bipolar and 780 ohms in unipolar. The rv amplitude measurements were 9mv in bipolar and 2mv in unipolar. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed a possible lead dislodgement or loose connection. The local area sales representative was contacted for additional information. At this time no further information is available. This report will be updated should additional information become available.

Manufacturer narrative:
Records indicate this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the field indicating an invasive procedure was performed to assess the lead. There no signs of any breaks in lead integrity and testing via a pacing system analyzer (psa) found adequate measurements. The lead was repositioned to a more septal position and again adequate measurements were observed. At this time, it was suspected that the high measurements were due to possible lead location or pacing vector. No adverse patient effects were reported.